Event description:
The customer stated her contour next link read higher when compared to the doctor's office meter. The readings were 254mg/dl and 171mg/dl, respectively. She further stated she was sent to the hospital because of incorrect results she received from the contour next link meter. She was in a state of ketoacidosis and was almost in a coma because she was getting the wrong amount of insulin through her pump. Details regarding treatment and additional blood readings were not provided. Customer test strips are expected to be returned for evaluation. Replacement strips and meter were sent to her.